Event description:
This spontaneous case describes the occurrence of pelvic pain ('intense pain in the groin') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("shoulder and elbow pain (right side) / pain in the middle of the shoulder blades / hip pain") and spinal pain ("spinal pain"). The patient was treated with surgery (removal of the uterus and fallopian tubes). Essure was removed. At the time of the report, the pelvic pain, arthralgia and spinal pain outcome was unknown. The reporter considered arthralgia, pelvic pain and spinal pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('intense pain in the groin') in a 40-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain ("back pain"), arthralgia ("shoulder and elbow pain (right side) / pain in the middle of the shoulder blades / hip pain"), spinal pain ("spinal pain"), abdominal pain upper ("stomach pain") and fatigue ("extreme fatigue, exhaustion"). The patient was treated with vitamins nos and surgery (laparoscopic removal of uterus and fallopian tubes). Essure was removed in (B)(6) 2017. In 2017, the pelvic pain and fatigue was resolving and the back pain, arthralgia, spinal pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, arthralgia, back pain, fatigue, pelvic pain and spinal pain to be related to essure. The reporter commented: consumer reported in a laypress magazine that severe fatigue and pain started a few months after essure insertion. Vitamin treatment did not work. The insertion had gone well and was over in 10 minutes. Consumer decided to have the essure removed 2 years after insertion, and after removal her pain and fatigue largely disappeared/ fatigue instantly disappeared. Device not available for return. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: x-rays of the spine, hip and elbow, did not reveal any abnormality. Most recent follow-up information incorporated above includes: on 1-apr-2022: the case will be deleted from bayer pv database. Nullification reason: case identified upon follow-up arrival as duplicate of case "(B)(4)", all data will be transferred. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('intense pain in the groin') in a 40-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain ("back pain"), arthralgia ("shoulder and elbow pain (right side) / pain in the middle of the shoulder blades / hip pain"), spinal pain ("spinal pain"), abdominal pain upper ("stomach pain") and fatigue ("extreme fatigue, exhaustion"). The patient was treated with vitamins nos and surgery (laparoscopic removal of uterus and fallopian tubes). Essure was removed in (B)(6) 2017. In 2017, the pelvic pain and fatigue was resolving and the back pain, arthralgia, spinal pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, arthralgia, back pain, fatigue, pelvic pain and spinal pain to be related to essure. The reporter commented: consumer reported in a laypress magazine that severe fatigue and pain started a few months after essure insertion. Vitamin treatment did not work. The insertion had gone well and was over in 10 minutes. Consumer decided to have the essure removed 2 years after insertion, and after removal her pain and fatigue largely disappeared/ fatigue instantly disappeared. Device not available for return. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: x-rays of the spine, hip and elbow, did not reveal any abnormality. Most recent follow-up information incorporated above includes: on 25-mar-2022: complete consumer report was found in local laypress: consumer's initials and age, essure indication and treatment dates were reported, seriousness criterion hospitalization added. New events added: back pain; stomach pain; fatigue. Start date of all events was a few months after insertion. Consumer decided to have the essure removed 2 years after insertion, after removal her pain and fatigue had largely disappeared. Test added: x-ray. Remedial drug added: vitamins. On (B)(6) 2022: health authority reference number was provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.